Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed a pump stop due to a driveline disconnect; according to the account, the driveline was disconnected inadvertently. The submitted controller event log file contained events from (B)(6) 2026 ¿ (B)(6) 2026. The pump appeared to be operating as intended until the driveline was disconnected on (B)(6) 2026, resulting in a pump stop. This event was associated with low flow hazard, lvad off, and driveline disconnect alarms. The pump remained off until the driveline was reconnected approximately 20 seconds later, and the pump appeared to ramp back up to the stored patient speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and bleeding, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The death was not considered to have been device related and the device operated as expected. An autopsy was not performed. The device parameters were within normal limits.

Event description:
It was reported that patient had a large ischemic stroke to the right of middle cerebral artery (mca) territory on the computed tomography (CT) scan with symptoms of facial droop and aphasia beginning on (B)(6) 2026 at home. The patient was brought in by the emergency medical services (ems). Log files noted a brief driveline disconnect; likely due an accidental disconnect when the ems was trying to prepare the patient for transport. A repeat CT was done which showed a large right mca territory infarct with interval hemorrhagic conversion and increased mass effect, including a new minimal leftward midline shift. The patient stable and being monitored. No interventions were done at this time. Log files captured low voltage hazard/no external power events on (B)(6) 2026 at 0924 while using the mobile power unit (mpu). It looked like the mpu was potentially unplugged, which enabled the emergency backup battery (ebb) in the system controller. The event lasted around 3 seconds. It was noted that the driveline was disconnected a few minutes later on (B)(6) 2026 at 0927 for around 3 seconds as mentioned earlier. There were no other unusual events were noted in the log. The patient was transitioned to comfort care and passed away on (B)(6) 2026.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the driveline disconnect and the low voltage hazard/no external power events while on the mpu was said to be due emergency medical services (ems), accidental during prep for transport. The stroke with symptoms of facial droop and aphasia treated with supportive care. The patient was transitioned to dnr/dni and passed away on (B)(6) 2026.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.